Event description:
It was reported that during a clinic visit, the device treating health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) system stored episodes. Upon review, oversensed electromagnetic interference (emi) noisy signals were observed to have been recorded during a procedure. The hcp attempted to reproduce the noisy signals but was unsuccessful. Ts discussed programming considerations with the hcp. At this time, the ICD remains in service. No adverse patient effects were reported.